Event description:
Rumi system disposable uterine manipulator tip appeared to have a hair embedded within the white round area of the manipulator, noted by md prior to use. Instrument was removed from the sterile table and a new one opened for the case. The manipulator was rewrapped and given to the materials manager to alert the vendor.